Manufacturer narrative:
A4: patient weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple system controller faults despite 2 system controller exchanges as well as a modular cable exchange. X-rays of the driveline were to be performed and log files were submitted for review. The log file captured driveline power fault alarms throughout the event history. It was noted that the driveline fault had not reoccurred. Related manufacturer reference number: 2916596-2024-01631 (system controller). Related manufacturer reference number: 2916596-2024-01630 (modular cable). Related manufacturer reference number: 2916596-2024-01690 (system controller). Related manufacturer reference number: 2916596-2024-01722 (modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events from (B)(6) 2024. A driveline power fault alarm was active throughout the entirety of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was later reported that the driveline fault did not reoccur. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for mlp- (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.